Event description:
It has been reported that an mi occurred approximaytely 6 months post index procedure. Recurrent ischemic symptoms lasted 10 minutes or more, cardiac enzymes were performed and repeat angiogram and echocardiogram was performed as a result of this event. Location of mi was not indicated.

Manufacturer narrative:
Evaluation: results: inherent risk of procedure (mi). (B)(4).